Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The right ventricular lead exhibited noise, over sensing and clavicular crush damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.